Event description:
It was reported the pt ((B)(6)) was not receiving stimulation. The pt's lead was reportedly broken as one of the contacts had become dislodged. Surgical intervention was undertaken to explant and replace the lead. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.